Event description:
The surgeon took two 8055-48-042 screws into surgery - both were lot #ru6637000. The first one was opened and the screw was protruding through the sterile portion of the packaging. The second was opened and it was exactly the same. A screw was opened from a different lot and it was used. Surgery was extended for 2-3 minutes.